Manufacturer narrative:
An attempt was made to retreive further information from the hospital, however, no additional information has been received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Further information was received that the physician elected not to make any system changes due to the patient's unstable condition. It was reported the device had successfully converted the arrhythmia after the unsuccessful shock. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that, following an implant procedure, a temporary pacing lead was removed from the patient. Following removal of the lead, the right ventricular (rv) pacing impedance decreased. The patient remained hospitalized for monitoring of the impedance. While hospitalized, the patient received therapeutic shock therapy for fine ventricular fibrillation (vf). It was reported one of the shocks had failed. No adverse patient effects were reported.